Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the patient cable was fractured. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was connected to a patient. The epg was turned on, but then cardiac capture did not occur. The patient cable and epg were returned for servicing. No patient complications were reported as a result of this event.